Manufacturer narrative:
(H3) pending evaluation.

Event description:
It was reported that this 62 y/o female patient's left shoulder was revised. Implants were revised due to infection and an antibiotic spacer put in. Patient was last known to be in stable condition following the event.